Event description:
The customer reported that there have been a "number" of incidents involving overdelivery over the years since the pumps have been installed and each time the cause could not be determined. It was reported that through benchtop testing he discovered that the tubing could be improperly loaded and result in overdelivery. The reporter believes that this is the explanation for their clinical occurrences. No specific clinical details have been reported regarding the earlier occurrences. In addition there have been no reported pt injuries that have resulted.